Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device had errors 90009/20004 which represent a front end testing failure/system failure cycle power error. There was no patient involvement.